Event description:
It was reported that during a trochanteric nail implantation surgery on (B)(6) 2014 to treat the non-union of a fracture to the patient's right leg the reaming rod measuring device broke in two during use. The event resulted in a surgical delay of five minutes. The surgeon used a different device to complete the surgery. The surgery was completed successfully with no medical/surgical intervention required. The patient outcome was reportedly fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records for manufacturing revealed no complaint related issues. The subject device was received however; the investigation could not be completed and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed for the subject device. The subject device, part number 360.255, lot number 6348969, reaming rod measuring device, was received in two pieces. The device is in fairly good condition except for the broken weld on the locking knob which held together the distal portion of the device. The device was manufactured in may 2010 and is over four years old. The 360.255 reaming rod measuring device is an instrument routinely in the titanium trochanteric fixation nail system (technique guide j3900-I). The returned reaming rod measuring device was returned and reported to have broken during surgery. This condition is confirmed; the device has a broken weld on the locking knob which held together the distal portion of the device. It is likely that the device was bent or otherwise distorted or angled in a way which caused the locking knob to break off. The drawing associated with the subject device was reviewed and was determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the device was inadvertently bent or over angled during surgery leading to this confirmed complaint; however, this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.